Event description:
A report was received from the USA stating that the device had a cosmetic device. It is unknown whether this event did occur during surgery. However, it is also unknown if there was user or patient injury or medical intervention. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).